Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. Lead insulation damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.